Event description:
It was reported that the customer received a power source alert while using the tandem-provided wall charging adapter. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter. Additionally, it was reported that the pump battery was depleting quickly and that out of range issues occurred between the transmitter and pump for an unspecified amount of time, with no continuous glucose monitor (cgm) sensor readings. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. Customers blood glucose value was 500 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.